Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and insulin pump was suspending before low. Customer's blood glucose value was 49 mg/dl at the time of the incident which was treated with glucose tabs. Customer also reported inaccurate sensor readings. Blood glucose value was 279 mg/dl and sensor glucose value was 196 mg/dl. Customer treated with insulin pump. The customer declined troubleshooting for blood glucose readings. Customer will not return the device for analysis.